Event description:
It was reported that post a coronary drug eluting stenting treatment procedure; a thrombosis occurred. The pt had a taxus express2 drug eluting stent placed to the mid right coronary artery (rca). The pt stopped taking plavix at 6 mos post procedure and at 8 mos post procedure a thrombosis was found. The pt was treated for the thrombosis at another facility. Pt status post procedure is satisfactory. Add'l info regarding this event has been requested.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined.